Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed sometime in october, 1998. The pt returned approximately three months post procedure with urethral erosion and a fistula between the urethra and vagina. On march 29, 1999, the pt underwent surgery to repair the fistula. There were no pt complications and the pt remains continent. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Follow up revealed the fistula was noted following sling removal. Directions for use outline as potential complications: "a variety of materials utilized with soft tissue have been known to cause cancer and other adverse reactions such as tissue sensitivity and tissue erosion."